Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had sticky buttons. Customer¿s blood glucose level was unknown. Customer reported that the keypad was unresponsive after exposed with moisture. Insulin pump had cosmetic damaged. Customer reported that the number was ramping on screen. Customer reported that the scroll bar was moving with no input. The customer also reported that the rails on back of pump broke. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.